Event description:
I had the essure procedure done on (B)(6) 2011. I was told that this product of treatment was very effective and great results. What I found was completely different. After my surgery, I started bleeding out. Then I started experiencing extreme pain and cramping to the point I could not walk. The procedure failed. I went through two x-rays were the rep was in the room and could not tell me why it failed. The coils were where they should have been. He then took a cd of the x-rays back to the company and they too could not tell me anything. I ended going in for emergency surgery about 1 year later because of the reaction to the coils placed. I had a full tubal ligation done. When the doctor was removing one of the tubes she ended up cutting into one of the coils that then ended up floating into my uterus. So they had to cut into the uterus to fish out the piece that broke off. I do not believe this product should be on the market anymore. Not enough research on future outcomes as well as so many women with this same problem. Surgery to remove essure on (B)(6) 2012. Reason for use: to prevent pregnancy.